Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 read as an intermittent circuit and the tip thermocouple (tct) read as an open circuit during electrical testing. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wire 1 and both tct wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open and intermittent circuits, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.